Event description:
It was reported through the stryer facebook page, "my friend bought your product. Poor quality, after 2 days of use it broke. I need an explanation from you. This is a photo of the purchased product."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.